Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving effective stimulation and needed an MRI. As a result, the scs system was explanted. Lead information such as lot #, manufacture date and expiration date are unknown at this time.